Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a partially broken retainer ring. Unable to perform the displacement test due to test p-cap was not able to lock properly into the reservoir compartment. The pump failed the vibration portion of self-test due to moisture damage on the harness assembly vibrator. The electronic assemblies and motor assemblies were inspected and found moisture damage on the pcba 1, pcba 2 and harness assembly vibrator. Transmitter was able to connect and calibrate with the pump successfully. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken reservoir tube lip, partially broken retainer, label damage (faded, peeling). In summary, customers alleged no communication between pump and transmitter was not confirmed. Transmitter connected and calibrated to the pump successfully. Cosmetic damage was confirmed at the serial number label and retainer ring during analysis. Pump failed the vibration portion of the self-test due to moisture damage on the harness assembly vibrator. No damage on electronic/motor assemblies noted. Unable to lock reservoir into place due to partially broken retainer ring. Exposed to moisture confirmed on the pcba 1, pcba 2 and harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the device will be returned for failure analysis.